Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. The pump model and serial number were clarified. Regarding further actions taken of planned, it was noted that the patient was to be seen by the implanting neurosurgeon to check and fill the pump. The patient was fine.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who was receiving lioresal (baclofen) (2000mcg/ml at 140mcg/day) via an implantable pump. It was reported that the physician filled the patient's pump at about 3 pm, and 3 hours later he was brought to the emergency room unconscious. The possibility of a baclofen overdose was raised, and the patient was intubated. The physician emptied the pump, in which there was only 3 ml. The physician managed to take 17 ml (instead of 20 ml) of liquid from around the pump subcutaneously. The physician filled the pump with physiological fluid but did not want to empty the catheter. The physician set the pump to minimum rate. The issue was not resolved as of (B)(6) 2021. On (B)(6) 2021 the patient had woken up and was to be extubated. No surgical intervention occurred, and no surgical intervention was planned. There were no known factors that may have led or contributed to the issue. The patient's medical history and weight at the time of the event was unknown or would not be made available. The date of pump implant was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.